Manufacturer narrative:
Correction information: b4: date of this report. E1:name and address. E2:health professional? E3:occupation. G2:report source. G6: follow up #1. H2:if follow-up, what type? H3:device evaluated by manufacture. H6: coding changed based on the investigation result. Additional information: d4:unique identifier (UDI). H4:device manufacture date. Evaluation summary: based on the investigation result data, it was determined that the potential/root cause of the failure was due to a semi-break in the signal cable, resulting in a disconnected state and loss of image during certain bending operations. A device history record(DHR) review was performed by the manufacturer. The DHR review confirmed the endoscope was manufactured pentax medical penang on 18-nov-2021 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed on 19-nov-2021. Pentax medical has not received any further information for this event and therefore, considers this medwatch report closed.

Manufacturer narrative:
This device is not distributed in us. Investigation is in-process. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Between examination, it happened that image disappeared for a while. And also become foggy. Also at the edges image was deterionated with some funny colours. There was no report of patient harm. This event occurred at the time of during inspection. This event meets the requirements for FDA reportability. However, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer or product caused or contributed to the event.